Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: during investigation, the black box shows no evidence of a "intermittent power" event. There was evidence of moisture behind display lens. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. The battery compartment crack observed below grip pad. No evidence of moisture inside battery compartment. Cover crack observed between corner of display lens and case seal. A leak test shows leaks at display lens. The pump case was removed and there was evidence of moisture contamination throughout inside of pump. A "intermittent power" event was not duplicated during investigation. Unable to adequately investigate "intermittent power" portion of complaint due to inability to run a 12 hr. Basal program.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power; there was reportedly moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.